Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI#: (B)(4). Event confirmed with medical records received. Patient presented to physician¿s office with mild wound dehiscence, medical intervention noted, no indication of infection reported. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell# item 010000662 lot 6339725, bioloxâ® option, head # item 00877703201 lot 2784914, avenirâ® mã¼ller, stem # item 0106010104 lot 4023580. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02530. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent medical intervention due to postop wound dehiscence approximately 23 days post initial surgery. No further information available at this time.